Event description:
Customer reportedly received result of 176 mg/dl on the advantage system using comfort curve test strips and 74 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the aviva system (lot number and expiration date unknown). (B)(4).